Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states

Event description:
It was reported that the insertion device ejected the infusion set unintentionally. No adverse event was reported. The lot number was not provided. The insertion device was requested to be returned for product evaluation.